Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "when the item was opened the top layer of the white covering was not attached causing the implant to fall out on the floor". The device was not implanted. It is unknown if surgery was completed with a back-up device.